Event description:
A review of svc data detected a reportable event. During servicing, belt sn (B)(4) failed the detect and treat test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon svc eval, the solder connections for the green and black pp+ wires in the distribution node (dn) were broken. This created an open connection in the dn. The cause of the failed detect and treat test was the open connection between the wires and the dn pca. The root cause of the broken connection cannot be positively identified. No adverse event resulted from the improper solder connection. The last pt to use this electrode belt did not report any deficiencies.